Event description:
It was reported that the power plug on the 6800 system has become loose (cord separating from plug). There was no report of pt or operator injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Tightened the power plug to the power cord assembly. The system was tested and found to be working as intended and placed back into service.